Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the implantable cardiac monitor (icm) exhibited some "artifact on the tracings" of the atrial fibrillation episodes. The icm remains implanted. No patient complications have been reported as a result of this event.